Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician went to cut the tissue, the device would not conduct current. The user checked the connection of the device to the erbe generator and the erbe generator was replaced with a second unit. However, the jagtome still failed to deliver energy. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician went to cut the tissue, the device would not conduct current. The user checked the connection of the device to the erbe generator and the erbe generator was replaced with a second unit. However, the jagtome still failed to deliver energy. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length was twisted, especially in the tip area. Functional evaluation found that the continuity between the 2-in-1 connector and the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire was measured and was found to meet specification. There were no issues with the cut wire. A second functional evaluation found that the wire bowed past 90 degrees, but not in plane due to the twisted working length. The working length tensed/coiled when the handle was activated. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.